Event description:
It was reported via repair work order that all 4 casters were unable to swivel due to worn caster horn bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.